Event description:
It was reported that the customer allowed the pump battery to fully deplete, causing the pump to turn off. Customer was unclear on proper load procedures when pump was charged and turned back on. Due to diabetes management delay customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. A correction bolus via the pump was delivered to address elevated bg. Tandem technical support educated customer on the proper procedure, customer understood and acknowledged.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.